Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing and download test with (B)(4) bluetooth device was performed and passed. Bin file review was performed and passed. A review of the share logs could not be performed as no data was found. The allegation was not confirmed due to the transmitter passing all testing the probable cause could not be determined. No injury or medical intervention was reported.